Event description:
It was reported that during a surgical procedure, an attempt was made to insert the triple lumen catheter over the spring wire guide into the pt's subclavian vein. The spring wire unravelled during removal and separated. A small piece of the wire guide remained in the pt. A surgical procedure was performed to remove the small piece of wire, without any complications.